Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itching and burning rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed nystatin topical powder for the rash. The outcome of the irritation is unknown as follow up attempts were unsuccessful.